Event description:
It was reported that the device embolized. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient and after three recaptures and redeployment's it was successfully implanted. The procedure was completed and there were no complications that were reported to have occurred. Later that day it was noted that the closure device had embolized out of the laa and into the left ventricular outflow tract where it maintained its position. As a result of this event the patient experienced arrythmia changes. The physician brought the patient to have open heart surgery to remove the closure device. The procedure was completed successfully, and the closure device was removed from the patient. The patient is well following from this event.